Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product. The device was implanted for treatment. Related MFR report #: 2183959-2013-00236 and 2183959-2013-00239.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report: (B)(4).